Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed to the reported event include the patient's ongoing issues with right heart failure and cardiomyopathy, medical treatment, progression of disease, and patient comorbidities. There are patient factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that this was patient admitted to the hospital with "low flow" alarms. At the time of admission mean arterial blood pressures (map's) were in the 50's and central venous pressure (cvp) was 3. The patient was treated with intravenous (IV) dobutamine, dopamine and vasopressin and fluid volume resuscitation. Pump flows returned to normal levels of 3-4 liters per minute. Total cardiac output per cardiac catheterization was approximately 5 liters. The patient was placed in the intensive care unit (ICU) where she was on IV milrinone then switched to dobutamine, on which she was discharged for right heart failure.  The lvad speed at discharge was 2940. Additional information states that the patient was previously admitted from (B)(6) 2016 for low flow alarms in the setting of subtherapeutic inr.  The patient was treated for hypovolemia but continued to have low flow alarms and was again placed on milrinone. The low flow alarms continued.  A right heart cath was performed which showed elevated filling pressures and low cardiac output.  The patient continued to have low flow alarms but was asymptomatic with all.  A chest xray and CT was performed which showed the lvad cannula was directed horizontally towards the inferior wall which is likely contributing to low flows.  There was low suspicion for thrombus.  Ldh remained within normal limits throughout that admission.  The patient was sent home on IV milrinone as she was unable to obtain sildenafil due to financial constraints.

Manufacturer narrative:
The hvad pump ((B)(4)) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log file analysis which revealed multiple low flow alarms since (B)(6) 2016. Based on the event description, the inflow pointed towards inferior wall on echo which likely contributed to the low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, a possible root cause of the reported event may be attributed to incorrect positioning of the pump during implant. With review of the available information there is no indication of any device malfunctions or performance issues. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed to the reported event include the patient's ongoing issues with right heart failure and cardiomyopathy, medical treatment, progression of disease, and patient comorbidities. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.